Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The four returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch numbers 598382, 593243, and 600482 (x2)) were examined visually under magnification. The driver from batch number 598382 showed clockwise twisting at its tip which suggested the deformation may have occurred during insertion. The driver from batch 593243, also showed clockwise twisting at its tip which similarly suggested that insertion may have caused the deformation. A possible cause of a twisting deformation is excessive torque applied to the part. Functional testing with a 2.3mm locking cortical peg was performed, which revealed both drivers could still fully insert into the head. There were two drivers from batch 600482. The first driver from batch 600482 had an oblique fractured surface with light texturing and no signs of ductility, suggesting a brittle torsion fracture may have occurred. The second driver from batch 600482 had a perpendicular fractured surface with similar light texturing, which also suggested a brittle fracture. These kinds of fractures can be caused by increased torque during insertion, intense strain on the material, and excessive stress applied across an unanticipated axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
(Report 1 o 4). It was reported that four aculoc 2 driver tips broke. No additional information was received. Requests for additional information were made to no avail. There are four related report numbers for this event 3025141-2024-00594 - 3025141-2024-00597.